Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
(B)(4). The daughter of the patient reported poor communication on the patient programmer (pp), even with the antenna attached as of (B)(6) 2016. However, the patient has not tried connecting without the antenna yet. The patient also developed a uti as of (B)(6) 2016. Troubleshooting was performed which did not resolve the issue. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.